Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective stimulation due to lead migration issue was confirmed via CT scan. Patient denies any traumas or falls. Lead was explanted, and a new lead was implanted. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.